Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected replace battery alarm, low battery alert, low battery alarm, or power loss alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that they did not receive a adv the low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of low battery alert prior to the replace battery alert or replace battery now alarm. No harm was required during medical intervention. The insulin pump will be returned for analysis.